Event description:
Reporter indicated that the patient had her vns generator explanted because of an infection. The surgeon indicated that the infection started in the neck because the tie-down eroded the skin, then the infection traveled down the lead to the generator site. Per the physician, the patient has lupus and is prone to infection. The surgeon plans to re-implant the patient once the infection heals. The site reported that the generator was thrown away after surgery, therefore, a product analysis will not be performed. Review of manufacturer records confirms sterility prior to implant.

Manufacturer narrative:
Device manufacturing records were reviewed. Vns therapy system lists infection as a potential adverse event; possibly associated with surgery. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.